Manufacturer narrative:
(B)(4). Correction: it was originally reported that the device was discarded and would not be returning; however, the device was returned. Evaluation summary: the device was returned for evaluation. The reported inflation issue and leak were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency.

Event description:
It was reported that the 2.5 x 15 mm nc trek balloon catheter was advanced and attempted to be inflated for post-dilatation, but the balloon did not inflate. The balloon catheter was removed, and a hole was observed in the balloon catheter, near the balloon. A new 2.5 x 15 mm nc trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.